Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The fracture allegation was confirmed basing on the finding of a fractured proximal high voltage shock coil, located 345mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue. There is an outer insulation abrasion, webbing damage, and rs- ptfe torn abraded 352mm from the terminal end. Moreover, there is webbing damage also noted proximal of the proximal hv coil. The proximal end of the proximal coil including the fracture area appears to have been pulled proximally and is located up over the lead body insulation. The fracture and insulation damage were likely in the same area prior to explant. Due to the location and type of damage, the insulation damage and fracture are consistent with clavicle/first rib damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture. This rv lead was explanted and replaced. No additional adverse patient effects were reported.